Event description:
A surgeon reported that during surgery. Two vitrectomy probes would not cut and the tip was bent on one of them. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).